Event description:
New information received notes that the right ventricular (rv) lead exhibited noise oversensing. Isometric test was suggested; no changes or interventions were reported. The rv lead will continue to be monitored remotely.

Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed noise on the patient¿s ventricular lead. No patient consequences were reported. No medical intervention was performed.